Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, creases fold, yellow biological tissue and delamination plug strap disk shell. Leak test and microscopic analysis was performed which identified: striated opening on radius, delamination plug strap disk shell and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius due to surgical damage consist in the use of some surgical tool. A delamination total of the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.